Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent, however, the damage did not result in a leak. Fluid was observed exiting the distal tip of the soft cannula when the ratchet gear was manually advanced. The fluid path was inspected and no signs of leakage were observed during leak test. It could not be conclusively determined when or what caused the damage observed to the soft cannula or if it was related to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the pod was leaking and the patient's blood glucose levels read high (>500mg/dl). The pod was worn on the arm for 4 to 24 hours. For treatment, a new pod was activated and a bolus of 7 units was delivered. She also did drank water.